Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available. H3, h6: per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor ¿ exempt - known possible complication of joint replacement surgery no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specification at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Patient was revised to address loosening of the tibial component at bone to cement interface. Unknown cement was used. It was also reported that sleeves mbt tray was removed and replaced with stemmed. No falls or trauma. No relative comorbidities. Doi: unknown. Dor: (B)(6) 2019. Affected side: left knee.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: b1, b5, h1: the initial complaint was reviewed and found not reportable. Q1. Does the reported information reasonably suggest that one of the company¿s devices may have caused or contributed to a death? No. Q3. Does the reported information reasonably suggest that one of the company¿s devices may have caused or contributed to a serious injury? No. Q5. Is this a report of a malfunction that requires immediate remedial action to prevent an unreasonable risk of death or substantial harm to public health (whether identified by trend analysis or otherwise) or per FDA request? No. Q6. Is the event not a death, serious injury, or malfunction but requires submission per FDA writing request (e.g. Violation of quality requirements)? No.